Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device - 4 months. The pump was stopped but was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015 it was reported that the patient presented with concerns of abnormal lvad parameters including pump flow estimation greater than 10lpm and continuous pump speed decelerations. It was reported that this could 'indicate inflow obstruction, however, cannot rule out outflow obstruction'. The patient was noted to have hyperbilirubinemia and was hospitalized. It was reported that the medical professionals made unspecified changes to the patient's medications due to the symptoms. On (B)(6) 2015 it was reported that pump stoppages occurred. An evaluation of the system controller log files by the manufacturer's technical services representative showed multiple pump stops while the lvad was connected to the power module, which may be indicative of driveline damage. The patient was reportedly asymptomatic during the events. On 08/26/2015 x-rays were submitted and one image showed an area of the driveline at the pump where the shield was possibly pulled on and kinked to one side. Another log file was submitted that showed power elevations up to 25 watts. The patient was placed on an ungrounded power module patient cable and the power returned to baseline levels. Additionally, the patient experienced signs and symptoms of hemolysis including a lactate dehydrogenase level of 1297 u/l and continued abnormal pump parameters. The patient was administered eptifibatide as treatment for pump thrombosis. It was reported that, after review of the log files, the event was felt to be ingested thrombus that caused intermittent pump stoppage. The lvad was then turned off on (B)(6) 2015. The patient remained in the ICU until being discharged to home on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
The report of pump power elevation and pump stoppages were confirmed based on the evaluation of the submitted log files. Suspected driveline damage could not be confirmed. A correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined. However, if thrombus was present inside the pump, it is possible for it to have contributed to the reported power elevations and pump stoppages. The patient remains implanted with the device. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the clinical specialist indicating that the patient is still implanted with a clotted device. According to the customer, the patient is not a candidate to be re-vaded or transplanted.